Event description:
Information received from the field does not address the patient's clinical status but notes lead dislodgement and three area s of increased size "bulges".

Manufacturer narrative:
H6 - final analysis found that the proximal coil was fractured/crushed resulting in an open electrical connnection between the ring and the anode. The proximal insulation was cut and abraded and dry body fluis was noted in the coil.